Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had been in for service before wit the most recent being on 25-july-2025.the customer issue was confirmed, and the root cause of the event was an anomaly in the component (the microprocessor board). The microprocessor was replaced. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was reported that the screen goes black, and an alarm sounds. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.